Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had moisture on the keypad traces. No moisture damage was noted on the electronic assembly or motor assembly. The pump had a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to being in a squirt gun fight. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.